Event description:
It was reported by service report that the patient developed a pressure ulcer in sacral region.

Manufacturer narrative:
The product has not been evaluated by the manufacturer as no serial number was recorded and provided by the user facility.